Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hyperglycemia event due to which patient went to emergency room and got hospitalized on (B)(6) 2025.the emergency medical services(ems) was dispatched on (B)(6) 2025. The blood glucose level was 337 mg/dl at the time of event and the patient got treated with intravenous fluids of insulin.the patient was tested positive for ketones and the value was 0.14 mg/dl.the patient was hospitalized for less than 24 hours.patient was feeling low overnight so she ate sugar.the patient experienced the symptoms of confusion, feeling,sick,unwell,flu like headache and increased thirst. No further information available.